Manufacturer narrative:
Date received by manufacturer: 11-oct-2019. Date of report: 14-oct-2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that they were able to screw base securely back into place, which resolved the reported condition. The device was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that nut on cpu tray was broken and had to be cut off to remove unit from stand. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that nut on cpu tray was broken and had to be cut off to remove unit from stand. The customer reported there was no patient involvement.